Manufacturer narrative:
The results of the investigation were inconclusive based upon the information available and the evaluation of the explant image. The event appears may be due to the head and stem not properly fixed during implantation. It is unknown if the patient followed surgeon's instructions for partial weight-bearing.

Event description:
Seven days post-operative, the patient was rising from a sitting position and heard a sound in their hip. The patient went to the doctor and it was identified that the femoral head had disassociated from the femoral stem. A revision surgery was performed and the spacer was replaced with a new spacer.